Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting an estimated 6 false negative sars results over multiple testing days across two instruments. Customer states that the pcr results were positive. Symptomatic status of patients is unknown. Report 4 of 6.